Event description:
On 2016-06-29, information was received from a foreign manufacturer representative (rep) regarding a patient who was receiving prial t/ziconotide (10.0 mcg/ml at a dose of 4.196 mcg/day) and bupivacaine (4.5 mg/ml at a dose of 1.881 mg/ml) via an implantable pump for an unknown indication for use. On (B)(6) 2016, the patient went to a follow-up because they had underdose symptoms. They expected 5.8 ml but the pump was found empty. The volume of reservoir reported on the n'vision programmer was at 5.0 ml. The pump was now filled with preservative-free 0.9% normal saline at minimum rate. A (B)(6) study was performed in the presence of technicians. They confirmed a 270 degree rotation instead of 60 degree. The pump was scheduled to be changed on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found overinfusion due to an undetermined root cause. During (B)(4) testing, the pump was found to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day) and has been coded with the appropriate afc code for over infusion. Per the deviation, this could be subjected to CT scan or other non-standard testing. As of 2016-09-07, per the (B)(4) CAPA team, no further testing was planned for this pump. The device was received with 12 ml of fluid and was set to minimum rate. The complaint indicated that the rotor/roller study was done and it was confirmed that the pump head rotated more than 60 degrees. The pump failed dispense testing. Rpa performed a 60 degree rotor/roller study and the pump passed. The pump had clean memory logs, no further analysis was required per lab processes. Analysis complete. The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
. The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.